Event description:
Pt alleging that they should be compensated for their ultra meter giving false high readings, which resulted in hospitalization. In 2003, pt woke up feeling low and tested their blood sugar and obtained a 16.8 mmol/l. They are on a sliding scale and took 8u of novolin toronto. At 12:38 pm, they tested their blood sugar and obtained a 29.1 mmol/l. They took 15u of insulin and then had lunch which consisted of 3/4 cup of juice, 1/2 cup of milk and stouffer dinner. At 3:41 pm they obtained a 15.2 mmol/l. Pt went to their sister's house and was planning to baby-sit her. At the house they were feeling dizzy and tested and obtained a 14.6 mmol/l at 4:02 pm. They quickly drank some orange juice and had some sugar before falling unconscious. Their sister called the paramedics. Paramedics arrived 15-20 minutes later and obtained a reading "just over 3mmol/l" on paramedics' meter. Pt's meter at the same time read 14.5 mmol/l. They were given some glucose and taken to the hospital and were there for about 6 hours in the trauma unit. They were being treated for low blood sugar. At 8:02 pm the hospital meter read 11.3 mmol/l and pt's meter read 21.3 mmol/l. The following day pt went to the pharmacy to purchase a new meter. Pt was offered a free ultra meter with a purchase of a box of 100 test strips. Pt then took the new meter home and did some invalid comparison between their old meter and new meter. Readings between the two meters were close to one another. Pt opened a new vial of test strips that came with their new meter. No info on lot # since pt used on the test strips and discarded vial. Readings between the two meters were also similar. Pt felt that there may be something wrong with the test strips and did a control solution test. Readings were 15.8 mmol/l and 13.6 mmol/l and range was from 6.3 mmol/l -8.5 mmol/l. Pt is requesting compensation.